Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced a blood glucose (bg) level over 700 mg/dl, diabetic ketoacidosis considered dangerous, and vomiting blood. Manual injections were administered to address bg. Customer was treated with intravenous fluids, transfusion and insulin drip in the hospital. The customer was released from the hospital four days later with an 8 centimeter esophageal scar. Reportedly, the customer reverted to insulin pens for insulin therapy.